Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that each pressed keys of the insulin pump were not working although the time still advanced. Customer¿s blood glucose level was 106 mg/dl. Customer stated that sometime keys were work but after couple of second, the keys were not working again and insulin pump was no longer working. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.